Event description:
The physician attempted arteriotomy closure with the closer tsl 6 french device. The procedure was completed and closure appeared successful. Immediately following the procedure, the pt became nauseated and vomited. Upon examination, the groin appeared dry and without any signs of complication. 1-2 hrs following the procedure, a retrobleed was detected. The pt was taken to surgery for arterial repair. The vascular surgeon found that the puncture was high and anterior and that the suture was positioned outside of the vessel in an "air knot" above the arteriotomy. The pt recovered without further incident.